Event description:
It was reported that the trek rx 3.0x20 mm crossed to the lesion site in the moderately tortuous and heavily calcified right coronary artery; however, it ruptured at 10 atmospheres. The trek rx was prepped according to the instructions for use. There was no patient injury. The next trek rx 2.5x20 mm would not cross the lesion site. Another nc trek rx 4.0x8 mm was also attempted; however, it would not cross. Finally a trek rx 1.5x15 mm did cross and the case was completed. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: an analysis of the returned device and scanning electron microscopy analysis (sem) did confirm the balloon rupture. The sem report determined that the balloon failure was likely attributed to mechanical damage to the outer surface of the balloon. In this case, it is likely that the balloon material was damaged (scratched) during interactions with the tortuous and calcified lesion upon inflation attempt, such that the balloon ultimately ruptured as a result. A review of the lot history record indicated all lot release testing met acceptance criteria and revealed no non-conformances that would have contributed to the reported event. Based on the available information reviewed and investigation, there is no evidence to suggest that a product deficiency is suspected.